Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There were numerous kinks in the hypotube. There was blood and contrast present in the inflation lumen. There was blood and contrast present in the balloon and the balloon was loosely folded. The device was soaked in a water bath and prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 10mm from tip of balloon. There was no markerband damage detected. The device failed to inflate to rated burst pressure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.